Manufacturer narrative:
Device received with minor scratched display window, cracked case at display window corner, broken battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o ring, cracked reservoir tube, missing end cap sticker and stained address or serial number label. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment was breaking apart and the reservoir could not lock into place. Customer's blood glucose value was 300 mg/dl, 240 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will return device for analysis.